Manufacturer narrative:
Device passed displacement test, basic occlusion test and prime/compromised force sensor system test. However, device received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Motor position encoder error alarm confirmed in history file. Drive support disk was inspected and no anomaly was noted. Unable to verify unexpected alarm and excessive no delivery alarm due to motor error alarm at bolus delivery. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple no delivery alarms. Customer had changed the set three times. Customer's blood glucose was 422 mg/dl. Device alarmed a motor error alarm and an unexpected restart alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.